Event description:
A surgeon reports that the haptic of the intraocular lens (iol) was damaged in the cartridge of the delivery system. A nurse at the user facility indicated this was the result of the loading technique used. The incision was enlarged to accomodate removal of the iol.